Event description:
It was reported that the trocar broke during attempt to implant stents from a trabecular microbypass stent system. Per report, the remnant was successfully removed intraoperatively from the operative eye. Additional information has been requested.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon reported that there was no adverse impact to the patient and no intervention required. The most recent patient status was described as "intraocular pressure (iop) decreased in the operative eye (os)". The report noted the trocar not being centered properly is believed to have contributed to the reported event.

Manufacturer narrative:
Additional information: a2, a3, b5, b6, b7, d10, g3, g4, h3. The evaluation of the returned device was completed, and the x-ray evaluation revealed that the cam assembly had been activated twice and one (1) stent was found outside the singulator and not seated on the trocar. The trigger button motion was functioning as intended and the device was able to actuate all remaining positions. The injector¿s splayed trocar was found broken at the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. Damage was observed on the insertion tube v-slot, likely caused by contact with the second stent during the second deployment of the injector. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection found no non-conformances related to the reported event of broken trocar. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: b5, g3, g4. MFR# reference: (B)(4).

Event description:
Through follow-up, the patient''s most recent status was reported as "doing well, and "everything is ok".